Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected. The concluded cause is not adequately described by any other term.

Event description:
It was reported that unknown sensor issue occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be early sensor expiration but the root cause could not be determined. The reported event of a unknown sensor issue is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.